Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s husband reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 583 mg/dl and 600 mg/dl. The customer was about to deliver a bolus to treat high blood glucose level. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.